Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection of the device shows the distal stardrive tip is slightly deformed/impacted, preventing the device from functioning an intended. The balance of the device is in fair condition. The received condition does agree with complaint description and is confirmed. Dimensional inspection: due to post manufacturing damage a worthwhile dimensional check could not be performed. A device history review, was performed for the returned instrument¿s lot number, and no ncrs, no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: a definitive root cause for the damaged/impacted tip could not be determined based on the provided information. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.110.007, synthes lot number: h503383, supplier lot number: n/a, release to warehouse date: 28-jun-2018, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the stardrive screwdriver t8 would not self retain properly and when it does, the screw will not sit properly. It is unknown if there was patient involvement.  Concomitant medical products reported: unknown screws: trauma (part#: unknown, lot#: unknown, quantity#: unknown).  This complaint involves one (1) device. This report is 1 of 1 for (B)(4).